Event description:
It was reported there is extremely loud fan noise from programmer and will sometimes give overheat warning. It was also reported the programmer head does not always make communication with device. The programmer and programmer head were returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was analyzed and no anomalies were found. Analysis could not confirm the reported event. (B)(4).

Event description:
It was reported the programmer head does not always make communication with device. The programmer head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.